Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate therapies. Externalized conductors were also observed. Lead will be revised.